Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that there was corrosion in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: no damage was observed to the pump battery compartment and the pump passed a leak test. Moisture was observed inside the battery compartment and on the underside of the battery cap. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the display screen text appeared dim, faded, and discolored.